Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during an implant, it was difficult to access the superior vena cava (svc) with a lead. The lead became tethered high up in the svc (helix markers were together) and could not be removed or advanced. After a greater amount of pull was applied, the lead was pulled back. The lead helix was observed with tissue attached when the lead was removed. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.